Event description:
Device 6 of 6. Reference MFR report 1627487-2011-03154, reference MFR report 1627487-2011-03198, reference MFR report 1627487-2011-03199, reference MFR report 1627487-2011-03200, reference MFR report 1627487-2011-03201.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Result: inspection of the extensions revealed extension "a" was kinked with broken wires approximately 21 cm from the connector block end. The terminal ends were cut from both extensions consistent with explant damage. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.